Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that resistance occurred in the mid-distal section of the catheter during the pushing process. There was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex and phenom 27 catheter were returned inside the inner pouch, a sealed bio-hazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found open and frayed. The pushwire was found to be bent at 17.0cm to 22.6cm from the distal tip coil. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 7.7cm to 19.0cm from the distal tip. No other anomalies were observed. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline flex and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), pushwire (bending), and hyotube (stretching), it appears there was a high force used. These damages may have occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during the procedure. The customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. In this event, the lack of continuous flush with heparinized saline during procedure may have contributed to the resistance during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227259326); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon performed a blood flow guided dense mesh stent implantation. The micro-guidewire guided the phenom27 microcatheter to the middle cerebral artery m2, and then the micro-guidewire was withdrawn to deliver the ped-450-25 (b628745) stent system to go up. During the raising process, the entire system of phenom27 and ped-450-25 slipped. The surgeon tried to push the entire system of stent and microcatheter to the aneurysm, but after nearly an hour of attempts, it was still not in place. The pipeline missed the landing zone. The device did not jump during deployment. The pipeline was not placed at least 3mm past the aneurysm neck on each side, no side branch was covered by the device. The tip of the catheter moved during deployment. There was moderate friction and difficulty during delivery/positioning. The surgeon had no choice but to remove the system and used the micro-guidewire to guide microcatheter in place. Another ped was replaced and the surgery was ended safely. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU.   The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ophthalmic artery with a max diameter of 9.86mm and a 8.18mm neck diameter. Landing zone was 3.15mm distally and 4.39mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered, pru level was normal. Angiographic result post procedure showed contrast agent retention.